Manufacturer narrative:
H6: investigation summary photos received by our quality team for investigation. Upon visual evaluation, no syringe can be observed. In the picture it can be seen the unitary packaging with the label information. No defects or issues observed. A device history review was performed for lot 2301098 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. During manufacturing process break out force, sustaining force and silicone content tests are performed, results for lot 2301098 are within specification limits. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined.

Event description:
Nurses have complained that while pulling the plunger of the syringe the force exerted is quite significant and they are facing difficulty while administering doses. Also the barrel flanges bend due to the force.

Event description:
It was reported that the bd luer-lok¿ syringe plunger was difficult to push while administering the medication, causing the barrel flanges to bend from the force. The following information was provided by the initial reporter: "nurses have complained that while pulling the plunger of the syringe the force exerted is quite significant and they are facing difficulty while administering doses. Also the barrel flanges bend due to the force.".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter phone #: (B)(6).